Event description:
It was reported that "during the surgery, the surgeon was placing the plate down along the flexible screw when the polyaxiality dome got unsoldered from the plate. The surgeon tried 3 times before succeeding in placing the polyaxiality dome into place. Then he succeeded in locking the system. The surgeon later decided to perform a revision (in 2005) because the pt was suffering due to a screw not implanted as intended."